Event description:
Customer reported that she was in a car accident and was hospitalized due to injuries and low blood glucose. Customer's blood glucose reading at the time of hospitalization was 42 mg/dl. Customer stated that she was driving at the time of the accident and no one else was involved. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.